Event description:
It was reported that patient faced infusion set detachment event on (B)(6) 2026 and the site of detachment was tubing connector and the infusion set was in use for one day and the blood glucose level was high was treated with insulin pen.

Manufacturer narrative:
Name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: california. Zip code: 92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.